Manufacturer narrative:
The customer contacted siemens to report that flagged glucose test results were obtained on five patient samples from a dimension vista 1500 instrument. It was reported that impacted samples had very low test results and were flagged as "e512 below reference range". The customer did not provide the correct results to siemens for evaluation. A siemens investigation found that the dimension vista 1500 instrument had a failure of the s1 mixer. A customer service engineer was on site at the time and repaired the instrument. The cause of the flagged glucose test results was the s1 mixer. The instrument is performing within specifications. No further evaluation of the instrument is required.

Event description:
Flagged glucose test results were obtained on five patient samples from a dimension vista 1500 instrument. The initial results were not reported to a physician(s). Two of the samples were repeated with similar flagged results being obtained. The repeat results were not reported to a physician(s). All of the test results were flagged as "e512 below reference range". There are no known reports of patient intervention or adverse health consequences due to the discordant glucose test results.